Event description:
Type of procedure: appendectomy. According to the reporter: the cutting feature on endo gia did not fire, and not all of the staples closed. The stapler did deploy staples, however, the cutting mechanism did not function correctly. There was no spillage from the intestinal tract into the abdomen since the staples did fire. A second stapler was used that did fire and cut appropriately. There was unanticipated tissue loss as they had to resect right behind the previous staple line. There was no blood loss over 500ccs and surgical time was not delayed by more than 30 minutes. The patient recovered well from the surgery.

Manufacturer narrative:
(B)(4).